Event description:
It was reported that a patient had a seizure a year or two ago, had a major seizure on (B)(6) 2013, and was out of it for 24 hours. A CT scan was done with didn¿t show a stroke or anything. The patient was given seizure medication. The patient had a light seizure the other day and they wanted to do an MRI. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va09g0s, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reports the patient was able to have a CT scan for their seizure condition. The seizure condition was unrelated to the neurostimulator device and therapy.